Event description:
It was reported that a pump displayed an altitude alarm, causing the customer's insulin delivery to be suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to clean the speaker holes and attempt cartridge reconnections, but the issue persisted. After further troubleshooting failed, technical support decided to replace the pump and cartridge. The customer was advised on steps needed for receiving and setting up the replacement pump and agreed to return the malfunctioning pump using a provided return box and label.